Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that the arterial temperature was +2-3 degrees inaccurate on the venous side, even though they were just recirculating. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.